Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) levels over 400 mg/dl; cause was not known. Customer administered manual injections to address the issue and went to the emergency room on (B)(6) 2023. Customer was treated with intravenous fluids; nature of fluids was not known. Customer was discharged the same day with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.